Event description:
After the implantation of the device involved in this report, device checks were performed. Several communication errors were encountered during tests, and the device finally switched to standby mode. Device re-initialization was performed normally.

Manufacturer narrative:
(B) (4) since the device remains implanted, the programmer files were reviewed. (B) (4) for complete details. Conclusion: the device switched to standby mode because of a wrong management of internal data by the programmer upon aida programming. This occurred when the medical engineer attempted to save the threshold test result. On 2nd of october, re-initialization restored normal operation. There is no safety issue, and the device can remain implanted without further action.